Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized after falling into the diabetic coma. The patient changed pods, but did not activate a new sensor. The patient treated themselves in manual mode and set a high temporary basal rate. She changed the maximum basal rate from 3u an hour to 30u/h and went into the diabetic coma. The patient's clinician reported the incident, but did not provide specific blood glucose levels, treatment or any other symptoms. The clinician did report that the patient is recovering and is "in better condition compared to few days ago." The patient is still in the hospital at the time of reporting.